Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) fiber optic sensor not functioning. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) fiber optic sensor alarmed and was not functioning. Iabp changed out with another iabp. There was no injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). Upon initial inspection, the fiber optic performed normally on the fiber optic tester. The fse spoke with the end user and he stated that when the alarm happened he changed out the unit with another balloon pump and the new unit also had same alarm so this issue was with the balloon. Fse performed a complete system checkout and the unit passed all testing and was cleared for clinical use.